Manufacturer narrative:
Result: cpu installed improperly by account.

Event description:
It was reported by service report that there was no power to the bed. No patient involvement or adverse consequences were reported.